Manufacturer narrative:
Device not returned.

Event description:
This event was communicated by medtronic representative who reported that a site ((B)(6)hospital) had spheres that did not track. Site replaced spheres and the new spheres were able to track. Lot number is unknown. Attempted to contact initial complainant but no reports of any patient/user injury, death or other serious deterioration in health.